Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set was leaking at the filter which resulted in a chemotherapy spill. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information b5: the issue occurred in the patient's room and in the bathroom (omitted on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Priming was performed on the set with a bag of sterile waster which revealed a leak at the vent of the filter. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.